Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) appears to be related to the slda. The reported poor image resolution was due to sub-optimal image quality. Mr is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One clip was implanted successfully and the mr was reduced to grade 2. On (B)(6) 2023 imaging indicated that the clip had detached from the anterior leaflet and the mr had returned to grade 4. On (B)(6) 2023 a secondary mitraclip procedure was performed. Two additional clips were implanted to stabilize the slda clip. The procedure was then concluded with a resulting mr of grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.